Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had an error in the hardware low level failures. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer reports pump error occur second time. Customer reports the insulin pump had failed battery alarm. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump will be returned for analysis.